Event description:
It was reported that during a right shoulder arthroscopic cuff repair, the tip of this suture hook broke off in the patient's soft tissue. The detached portion was retrieved arthroscopically and there was no injury or delay associated with this event.

Manufacturer narrative:
Investigation results: conmed linvatec was unable to evaluate this suture hook, as it could not be located. A review of other reported events found that the shaft of the device was severely bent and the tip broke at the weld. The instructions for use (IFU) supplied with this device cautions the user: avoid lateral stresses to the instruments or device function may be compromised and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. An investigation for this failure mode remains in process.